Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had two strata valves implanted in which one was found to be blocked. According to the report, the patient had an x-ray of the shunt where dye was injected into the catheter which showed the valve was blocked. It was reported that the patient had revision surgery on (B)(6) 2014 where the doctor flushed the valve which cleared the blockage. According to the report, the valve remains implanted and is functioning well. It was reported that the valve is set at pl=1.0 and the patient is feeling better. It was also reported that the other strata valve implanted is working properly and remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.